Manufacturer narrative:
E1: name: (B)(6). Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
The patient was feeling sick and headache and the patient had high bg which led to ER visit on (B)(6) 2026. Earlier the treatment was given of insulin pen, while the patient admitted to the hospital, the sg value was 400 and the treatment was given via pump. The patient was discharged in less than 24 hours from the hospital.